Event description:
Customer reportedly received the following results on the compact system within 10 mins: 505 mg/dl, 299 mg/dl, and 155 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.